Event description:
The universal 3g powder free exam gloves are very sticky. While using the gloves in the chemistry area caution was necessary so that the tubes placed into the rxl machine did not stick to the gloves. A suspension of an organism (in a tube)was being handled with the gloves and was placed into the colorimeter and the tube stuck to the gloves. The tube came up attached to the fingers and tipped spilling all into a box of slides. These gloves will continue to cause problems especially if specimens have to be recollected due to spillage.